Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. The pictures, which show the fractured part, were provided along with complaint description. It was confirmed from the pictures that lots of foreign bodies were adhered to the fractured part of stent and the end of the wire broke. It is hard to find out the exact root cause for this complaint, because the device was not returned and it is difficult to recreate the situation at the time of procedure with limited information. Fracture can occur on the other company's device as well as ours and it is affected by patient's lesion condition, peristalsis of organs, and drug used. Fractured part of stent that was removed from the patient's body will be returned, we will send a follow-up report depending on further information accordingly. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
Unknown: ddt2212 was implanted to a patient with pancreatic cancer. It was positioned at pylorus. This procedure was done within a different hospital. (B)(6) 2016: this patient was transferred to (B)(6) hospital and was vomiting repeatedly. Re-stenosis was doubted. (B)(6) 2016: stent fracture was confirmed. Fractured part was about 3cm in length which was originally positioned within stomach. Fractured end was retrieved. (B)(6) 2016: stent (by cook) was newly implanted as restenosis was admitted due to ingrowth. It was implanted stent-in-stent around pylorus. Physician's comment: sphincter muscle of pylorus (of this patient) was confirmed to be functioning properly.

Manufacturer narrative:
It was confirmed that stent was fractured about 3cm in length with lots of foreign bodies on it and one of the wire was detached at the end of the stent. It is impossible to identify the exact root cause since there is no patient information and it is hard to reconstruct the situation at the time of procedure. It is considered that fracture occurred affected by patient's lesion status and peristalsis of organs. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to us FDA and it has not been shipped into the us.

Event description:
Unknown: ddt2212 was implanted to a patient with pancreatic cancer. It was positioned at pylorus. This procedure was done within a different hospital. On (B)(6) 2016: this patient was transferred to this (B)(6) hospital and was vomiting repeatedly. Re-stenosis was doubted. On (B)(6) 2016: stent fracture was confirmed. Fractured part was about 3cm in length which was originally positioned within stomach. Fractured end was retrieved. On (B)(6) 2016: stent (by cook) was newly implanted as re-stenosis was admitted due to ingrowth. It was implanted stent-in-stent around pylorus. Physician's comment: sphincter muscle of pylorus (of this patient) was confirmed to be functioning properly.